Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarms noted. It was unable to test for motor error alarms due to no button response. The motor passed the motor test. Device had cracked battery tube threads, reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose in the 400 mg/dl range. Customer has treated with manual injections. Customer's mother also reported that the customer has been getting air bubbles in the reservoirs. Blood glucose at the time of the call was 252 mg/dl. It was stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. They were assisted with removing the air bubbles and bubbles did not persist after the set change. During troubleshooting, the alarm history showed a motor error and a button error alarm on (B)(6) 2014. Mother stated they were able to clear the button error alarm and the buttons were responding. It was mentioned that the device was dropped prior to the motor error alarm. The drive support cap was recessed and the device was not exposed to a magnetic field. The device was able to rewind and it passed the selftest. Insulin pump was replaced and returned for analysis.